Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose level was 392-393 mg/dl. Reportedly, the customer administered a manual injection to address bg level. A replacement pump was provided to resolve the issue.